Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 02/06/2017 (transfer wpc (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges chronic pain, weakness in right hip and thigh, loss of mental and physical stamina. Even following revision, still experiences breakthrough pain and weakness with overexertion. Revising surgeon noted large amount of normal-appearing, non-cloudy, but discolored synovial fluid upon entering the fascia. Noted also that anterior hip capsule, gluteus medius and minimus were detached from greater troch, and muscle macerated, but no signs of metallosis. Identified "black-type corrosion around the junction of the femoral head and the femoral component." Both femoral and acetabular components were well fixed, and there was no osteolysis, nor corrosion between liner and shell. Metal ion labs available within record are significantly elevated with regard to cobalt > 7.0 ppb. Stem added to complaint, and elevated ions and corrosion harms added.

Event description:
Litigation papers allege the following: subsequent to surgery, patient developed daily pain in her hip, groin and lower back and clicking in her hip and could no longer function in her job. Patient has yet to undergo a revision but is expected to do so in the next few months.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation papers allege the following: subsequent to surgery, patient developed daily pain in her hip, groin and lower back and clicking in her hip and could no longer function in her job. Patient has yet to undergo a revision but is expected to do so in the next few months. Update (B)(4) 2013 - clinical report was received. Metallosis was confirmed with an MRI and labwork. No new information that would change the existing MDR decision. Update: 2/6/2017 (transfer (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges chronic pain, weakness in right hip and thigh, loss of mental and physical stamina. Even following revision, still experiences breakthrough pain and weakness with overexertion. Revising surgeon noted large amount of normal-appearing, non-cloudy, but discolored synovial fluid upon entering the fascia. Noted also that anterior hip capsule, gluteus medius and minimus were detached from greater troche, and muscle macerated, but no signs of metallosis. Identified "black-type corrosion around the junction of the femoral head and the femoral component". Both femoral and acetabular components were well fixed, and there was no osteolysis, nor corrosion between liner and shell. Metal ion labs available within record are significantly elevated with regard to cobalt > 7.0 ppb. Stem added to complaint, and elevated ions and corrosion harms added. The complaint was updated on: 2/27/2017.